Event description:
It was reported that a patient developed the following symptoms: excruciating pain, infection, fever and within several weeks the patient had lost (B)(6). Also, the patient's blood pressure shot up and experienced a seizure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had a previous history of (B)(6) infection from a previous unknown spine surgery where all of the instrumentation was removed. It was reported that the patient developed an infection (fever spikes and pain). It was reported that the patient had hypertension. The patient expired 41 days post-op. It was reported that the patient died of a heart attack.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.